Event description:
Event description guidant received information that this transvenous defibrillation lead was replaced due to possible lead fracture. Fracture was confirmed when the impedance reading exceeded 2kohms. An invasive procedure confirmed the fracture.